Event description:
The customer reported that during a demonstration of the device the therapy cable was not recognized. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.